Event description:
It was reported that; cages cracked upon insertion and heavy malleting into the patient. They were explanted and replaced.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: the surgical technique states that the cage must be inserted gently and progressively into the disc space. It was reported that the cage fractured during heavy malleting. Materials analysis confirmed the cause of cage fracture to be a user applied overload during insertion.conclusion: the plausible root cause of the reported event user related.

Event description:
It was reported that; cages cracked upon insertion and heavy malletting into the patient. They were explanted and replaced.